Event description:
It was reported that the patient underwent spinal cord stimulator (scs) explant procedure due to itching and infection. No further information could be obtained.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event. Product family: scs-adapters upn: m365sc9218150, model: sc-9218-15, serial: (B)(6), batch: 20034760.